Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value was 327mg/dl. Customer treated with syringes. Customer stated she felt like the pump might not be delivering insulin to her and it looks like there is not a continuous stream of insulin and alleged the pump of under delivery. Insulin pump will not be returned for analysis.